Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/17/2024 it was reported by a sales representative via (B)(4) that an ar-8943-15 depth device broke. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-8943-15 serial/batch number (B)(6) was received for evaluation. Visual inspection revealed that the returned instrument is missing the measurement needle. Regular signs of wear. Functional testing was performed sliding the inner shaft inside the outer and not resistance was noted. The most likely reason for the reported failure is user error, specifically misaligned insertion, prying/leveraging, and/or applying excessive force on the device during use.